Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure the device allegedly self activated. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure the device allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During evaluation a drop test was performed and the device did not self activate. An xray was performed and showed that the cannula tangs were not fully engaging with the device housing. The device was able to prime and fire properly. Upon disassembly it was noted that the right bumper was broken within the device housing. Therefore, the investigation is unconfirmed for the alleged self activation issue. The identified broken bumper likely contributed to the reported self-activation. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).